Manufacturer narrative:
An event regarding inaccurate values/visuals involving a mako robotic arm was reported. The event was not confirmed because the product was not available for inspection. Method & results: product evaluation and results: a request for a field service engineer inspection was not made and the robot was not inspected. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob1047 was inspected and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Threads dont seem in good health. Inclination/version numbers were growing even though it was threaded on and cup was impacted. Case type / application: tha 4.0.